Event description:
It was reported by resmed (B)(4) that an astral device's battery alarm was triggered. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00053.